Manufacturer narrative:
The account replaced the control board to repair the bed.

Event description:
The account alleged that while doing a function check they found that the head raised on its own. No injuries.